Manufacturer narrative:
Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. The events of one of the blood vessels were hit, the area is becoming necrotic, and there are blue and reddish stripes on forehead are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Office manager called reporting on behalf of the injecting healthcare professional who reported that one day after injection with one syringe of "juvederm," "one of the blood vessels were hit," the area is "becoming necrotic," and there are "blue and reddish stripes on forehead." Patient was provided "steroids." Further investigation with the injector revealed he was unaware of "any cases of necrosis. I would know about it if there had been. I've never injected voluma into the forehead. Only with radiesse. Maybe she was trying to call (B)(4)." The injector has no complaint against an allergan product. Further information was received from the office manager where the manager reiterated the patient had been injected with "juvederm" and not radiesse. She reported the reason she had not responded to any of our inquiries as the patient was "perfectly fine after a few days."